Manufacturer narrative:
The device is undergoing an evaluation, but has not yet been completed.

Event description:
As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the medical device report in accordance with our new criteria. As a result of this retrospective review, this MDR is being reported immediately upon discovery. The z6ms probe has tear in articulation sleeve exposing the wire braid.